Event description:
On (B)(6) 2012, pt reported he was hospitalized for 12-13 hours on (B)(6) 2011 due to hyperglycemia caused by a leaky infusion set. Blood glucose elevated above 500 mg/dl, and his target blood glucose is 180-230 mg/dl. He was treated with an IV of insulin. Pt's shirt became wet, and he found the infusion set was leaking insulin at the connector and at the adapter. The infusion set connector was loose, and he reconnected it and heard an audible click. Pt was advised to always confirm there is an audible click when connecting the infusion set. The infusion set in use during this event was discarded and will not be returned for eval.